Event description:
It was reported that the during the functionality test, the arctic sun device did not go above 31 degrees within the 30 minutes. Turned it off and tried again with same result. Per review of wo on 29nov2024, there was no patient involvement. Per follow up information received via mail on 14jan2025, device was sent to bd facility. Issue was not resolved, sent to the us service center for repairs and has not been repaired yet.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is overfill. The device was evaluated upon receipt. Water inside the unit cannot be heated up over 30 degrees. Confirmed the issue related to the tank. The unit was sent from bard australia warehouse to us depot. Per us depot, patient data showed t4 in the chiller tank never getting below 9 degrees c at the same time t1 and t2 never getting above 30 degrees c. This is a direct result of cooling water mixing between the chiller tank and the main tank causing the main tank to stay cooler and the chiller tank to never get below 9 degrees c. When properly filled the device heated to 40 degrees c within 10 minutes in bypass mode. Device filled properly. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be requested to fill the reservoir at initial installation. 3) add one vial of arctic sun® solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. A DHR is not required as the reported event is a use-of-device failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the functionality test, the arctic sun device did not go above 31 degrees within the 30 minutes. Turned it off and tried again with same result. Per review of wo on 29nov2024, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.